Manufacturer narrative:
UDI #: unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. Concomitant medical products: oxysept solution and neutralizing tablets, lot numbers unknown/not provided. Device manufacture date: unknown, as lot number was not provided. Device evaluation: the product was disposed of therefore, an investigation could not be performed. The consumer's reported event could not be confirmed. Manufacturing record review: a review could not be performed as the lot number was not provided. Labeling review: the directions for use (dfu) provide adequate instructions, precautions, along with warning for the proper use and handling of the product. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The consumer reported that she found mold in the lens case (cup) after three (3) weeks of use. Consumer reports she has been using the product by inverting the cup three (3) times to allow the top of the lens cup to be exposed to the peroxide solution. She follows the instructions and does not use pass three (3) months. Consumer stated she has been using contact lenses for about 30 years now. Inverting is part of my daily routine and states she does not even think about it anymore. She reports using a 3-month pack and changes the container with every pack. The offending container (cup) has been thrown away. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.